Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the patient was at home, he switched to the back-up system controller and experienced a series of audible beeps from the system controller along with a power cable disconnect advisory alarm and red heart alarms. The patient switched to another system controller and returned to the hospital. Initial troubleshooting of the suspect system controller by the vad coordinator revealed that the controller would not start the hospital's mock loop. The hospital provided the patient with a replacement system controller. The patient was discharged home and remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.